Manufacturer narrative:
The customer representative verified that there were no reoccurrences of the reported event after the event dates. The company subject matter expert evaluated the event and the fault logs and concluded that the presence of error logs such as "leak in iab circuit" message indicates a possible leak either in catheter or extender tubing, or the connection to the safety disk or a problem with the balloon while pumping (which may have been interpreted as "rapid gas loss", as reported). There was presence of error logs for software incompatibility and for dataset cs100/cs300 mismatch. Based on the evaluation, the sme advised to check the unit for leaks, to replace the main board and the unit's dataset if necessary. The company representative replaced the main board. The dataset were not replaced. The leak test in diagnostic mode found no leaks in the system. The unit was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that the unit generated a "system error" at power up, prior to use on a patient, the unit was rebooted and therapy was initiated. After running for a while the "rapid gas loss" alarm was activated and all the operations became unavailable. The pump was replaced and therapy was continued. No patient injury was reported.